Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, follow-up report will be submitted. Device iteration is afx2 h3 other text: device remains implanted.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the implant of an afx2 bifurcated stent graft and an afx vela suprarenal on (B)(6) 2023. It was reported on (B)(6) 2024, that the routine follow-up computed tomography (CT) scan identified a possible endoleak of indeterminate origin. The angiogram performed on (B)(6) 2024 was unable to positively identify any endoleaks; however, the aneurysm sac was growing. The physician elected to reline the initially implanted grafts with an afx2 bifurcated stent graft and an afx vela suprarenal. Post-secondary procedure, the patient was reported as doing well.